Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The nail is fractured at the location of the lag screw hole. No dimensional analysis was done due to the damage of the nail at that site. Per fracture analysis, the top fracture surface shows some post fracture edge damage but the remaining visible artifacts suggest a fatigue fracture might have initiated on the lateral side. DHR was reviewed and no discrepancies were found. Root cause could not be determined, however, the surgeon suspected that non-union/malunion of the original fracture may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
Medical product - hfn lag screw 10.5mm x 95mm, cat#: 814510095 lot#: ni, cortical bone scr 5.0mm x 40mm, cat#: 814550040 lot#: ni, cortical bone scr 5.0mm x 42mm, cat#: 814550042 lot#: ni. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: unknown lag screw, catalog #: ni, lot #: ni, unknown cortical screw, catalog #: ni, lot #: ni.

Event description:
It was reported that the patient was revised due to fracture of the nail at the lag screw hole. Nail, lag screw, and cortical screw were removed. An open reduction internal fixation was performed.